Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02698. It was reported that the patient was unable to set their ipg to MRI mode. Troubleshooting identified that the patient had high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-02698.

Event description:
Additional information received via follow up indicated that the patient underwent surgical intervention on (B)(6) 2019 where the lead was properly inserted back in the header after it was found to be misaligned. The issue has been resolved.